Event description:
Hole found in catheter.

Manufacturer narrative:
It was reported that "pinhole leak was found and the saline was spraying out where the irrigation port connects to the catheter". The catheter was removed and replaced. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.